Manufacturer narrative:
(B)(4). The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the distal left anterior descending artery (lad) with heavy calcification. Pre-dilatation was performed with a non-abbott balloon catheter after atherectomy. Calcification was confirmed in the lesion with an intra-vascular ultra sound and further dilatation was performed with a 2.25 x 12 mm nc traveler rx balloon dilatation catheter. Resistance was not felt during advancement of the nc traveler catheter; however, the balloon ruptured during the second inflation at 10 atmospheres. Additional ablation was performed and additional dilatation was performed with a 2.5 mm nc traveler. A 2.5 mm xience xpedition stent was implanted and post-dilated to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.